Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records could not be completed as a lot number for this incident was not provided. Conclusion: without a sample, and absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after injecting a pt with lidocaine with a bd prescisionglide needle, the clinician attempted to recap the needle. While recapping, the needle punctured the side of the cap and the clinician obtained a needle stick injury. Of note, the source patient is positive for hepatitis. The clinician received routine post exposure lab work and is scheduled to have continued follow up lab work in the future. No other medical interventions were reported.